Manufacturer narrative:
The pump was received with a scrambled display during test. The problem was isolated to the lcd board. No cosmetic damage was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that the customer sent their insulin pump back for analysis. The patient's blood glucose level was unknown at the time of the call. The customer did not provide any further information about the issue.